Event description:
Pump alarm 20 was reported during insulin pumping, and there was no adverse impact on the customer¿s blood glucose level. Customer service assisted with reloading a new cartridge, but the alarm persisted, leading to the decision to replace the pump, which was still under warranty. The customer was advised to use multiple daily injections (mdi) as a backup therapy and was given instructions on putting the pump into storage mode before returning it with a pre-paid label. The customer understood and acknowledged these instructions.